Event description:
It was reported that during the surgery, could not close the jaw. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/17/2024, d4: batch # 272c28. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45w reload was returned unfired with the reload pan partially dislodged from the right proximal side. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event of would not close since the device was not received, the instructions for use contain the following caution: close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. No conclusion could be reached on what may have caused the reload pan to dislodge.  A manufacturing record evaluation was performed for the finished device batch number 272c28, and no non-conformances were identified.